Event description:
A customer reported experiencing multiple previous occlusion alarms, but the specific alarm number could not be verified by technical support. No single event caused the customer's blood glucose level to exceed 500 mg/dl, and there was no indication that this impacted their blood glucose readings significantly. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed pump supplies to address the issues.